Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient's spouse reported a drop in speed to 4600 2 times, but the low speed limit was set to 5200. Log file review was requested which revealed no unusual system controller speed, events or any abnormal alarms.